Event description:
It was reported that fluid was leaking from a large volume infusor. This occurred prior to patient use. The pharmacy reported that liquid was visible within the sealed overpouches. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Lot 14e046 was manufactured may 19, 2014-may 20, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.